Event description:
It was reported, the camera head could not take photos. The issue occurred during the beginning of an unspecified procedure and was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head could not take photos. The issue occurred during the beginning of an unspecified procedure and was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. As a result, the investigation could not determine a cause. In addition, due to water leak in cable unit, water tightness was lost. Based on the results of the investigation, the most probable cause of the identified failure is of the component. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.